Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room after getting seven inappropriate shocks with their implantable cardioverter defibrillator (ICD) for atrial fibrillation with rapid ventricular response. The impedances and thresholds were stable and the rhythm was converted, however the device sensing on both the shock and right ventricular channel were flat. Disk analysis was sent in for review, and determined that the daily intrinsic measurements started indicating paced and no intrinsic measurements after the episode. The device was recommended to be replaced, and later that day was explanted and replaced due to a potential software issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. During detailed analysis, a lead was fully inserted and secured into the right ventricular lead barrel. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested; where the device sensing did not pass testing. The case was opened, where the battery and lead switch voltage were within expected limits. This testing suggested that the lead switch was operating as expected. The device was reset, and after the reset the sensing was tested and performed within specification. Analysis was able to identify an issue with sensing that caused tachy therapy not to be available to this patient while implanted, however the root cause for the issue remains unknown.